Event description:
It was reported during implant procedure that the right ventricular lead had come dislodged. The pocket was reopened. The lead failed to allow for the stylet to advance, and pacing impedance dropped below range. The lead was repositioned successfully, and electrical anomalies were resolved. The patient was stable and asymptomatic.